Event description:
It was reported that the pump battery intermittently could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.